Event description:
On an unknown date, a patient in australia underwent a procedure for the placement of percutaneous endoscopic jejunal tube (j-tube). It was reported that the patient was hospitalized for difficulty mobilizing the j-tube. During hospitalization it was discovered that the patient experienced an intussusception, which led to tubing mobilization difficulty. Surgical intervention was performed to correct the intussusception. The event has resolved and the device remains implanted.

Manufacturer narrative:
H6 code of e2402 was chosen to capture the event of a intussusception. Catalog number in d4 is the international list number which is similar to us list number of 062918. The device involved in the event was not returned and remained implanted in the patient; therefore, a return sample evaluation is unable to be performed. A intussusception is a known complication of a j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.